Event description:
Further follow-up revealed that the patient died while hospitalized. The death certificate listed the immediate cause of death as asystole due to (or a consequence of ) respiratory failure. An autopsy was not performed.

Event description:
Reporter indicated that vns pt went into a coma and subsequently died. Cause of death was reported to be anoxic brain injury and sepsis, the cause of the coma is unknown; however, it was reported that just prior to the coma, the pt's overall health had been declining. The vns therapy system was not explanted. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.